Event description:
It was reported to medtronic neurosurgery that the patient underwent surgery for evd insertion on (B)(6) 2014. According to the report, on (B)(6) 2014, the patient line tubing where the ventricular catheter is connected was dislodged from its distal luerlock connector. The report stated that no serious injury occurred during this incident. Reportedly, the patient is stable, conscious and alert.

Manufacturer narrative:
The proximal patient line tubing was disconnected from the patient line stop-cock. It is unknown how or when the disconnection occurred. Traces of adhesive were noted on the inner and outer surface of the connector and tubing. There was proteinaceous debris observed in the device. The device was returned without the drainage bag. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
The proximal patient line tubing was disconnected from the patient line stop-cock. It is unknown how or when the disconnection occurred. Traces of adhesive were noted on the inner and outer surface of the connector and tubing. There was proteinaceous debris observed in the device. The device was returned without the drainage bag. A review of the manufacturing records showed no anomalies.